Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2021, while attempting to implant a sz 16 std corail collarless stem into the right hip of a hemiarthroplasty patient the straight stem inserter from the corail core case did not fit properly into the recess of the implant. Surgeon noticed the edges of surface that engages stem were deformed outwards, causing impactor to become stuck in insertion hole of stem. Surgeon then requested rep get an alternate stem inserter. Rep left room and grabbed a back up tray with a stem inserter to finish the case. The delay added 2 minutes to the case. Nothing broke during the procedure and there were no fragments.